Manufacturer narrative:
Product rejection. After further review of the complaint product was found to be non-depuy product.

Event description:
Clinical report states the patient was revised for osteolysis and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.